Manufacturer narrative:
11/3/1998- supplemental report sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the jaws on the instrument did not close properly and they scissored. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.